Event description:
The customer reported incorrectly loaded reagent packs were discovered, involving unicel dxc 600i synchron access clinical system. The customer stated communication was lost while loading the reagent pack. The customer removed the reagent pack without using the system software. During troubleshooting, the customer discovered the reagent inventory list did not match the actual reagent pack on the unit. There was no reagent pack in compartment #1. Compartment #3 had a reagent pack, but it was not listed on the reagent inventory list. The customer properly disposed the punctured reagent packs. The customer verified the new reagent inventory list was correct. No patient results were generated. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Beckman coulter (bec) internal identifier for this report is (B)(4).